Event description:
Customer called to report that while customer was changing out the reservoir, the driver arms were not fully in the lock down position. Customer stated that the device was not dropped, bumped, or exposed to moisture.